Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further that the patient presented to the hospital with a chief complaint of chest pain. A large saddle pulmonary embolism was found and was associated with right ventricular strain and mild pulmonary hypertension. It was recommended that an inferior vena cava filter be used as this was nearly a fatal pulmonary embolism. At an unknown date, a computated tomography (CT) scan of the abdomen was performed. It revealed that the tip of the ivc filter was at the level of the renal veins. There is a slight tilt to the left. There is no perforation or pericaval collection. There is no retroperitoneal adenopathy.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.